Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736146, h3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the system was integrated with the microscope. During equipment setup, the system was able to track the scope bracket without issue. Site then draped the scope and the system was no longer able to track the bracket. The rep adjusted the angle of the camera, moved and adjusted brightness of or lights, all with no effect. The rep held a passive planar probe directly over the scope bracket and the system was able to track the probe without issue. Procedure was completed using the stealth and the scope, but the hud was not utilized. After the procedure was completed, the rep rebooted the microscope and the issue was resolved. Confirmed system was able to track the bracket without issue prior to and after the scope was draped. There was a 5 minute delay and no patient impact.